Event description:
It was reported that during a ptca/stent procedure, prior to stent deployment, the stent came off of the stent delivery system (sds), in the circumflex artery. An attempt was made to snare the stent, but was unsuccessful. A balloon catheter was used to deploy the stent in an unintended site. Another co's stent was used to treat the intended lesion.